Event description:
It was reported that during a da vinci-assisted surgical procedure, that the bipolar grasper instrument cable was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The wires were exposed; however, the insulation was not damaged, and no pieces were found missing. The housing was removed from the back end, and no damage was observed. The root cause of this failure is attributed to a component failure. There was an additional observation not reported by the site. The instrument was found to have a broken bipolar yaw pulley. The broken piece is missing as a result of the breakage. The size of missing piece was approximately 0.037¿ x 0.153¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.